Event description:
It was reported that (1) tsb45 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the surgeon fired the tsb45 for the first time across the small intestine. The instrument did not cut and the staples were not formed properly. Another tsb45 was opened to complete the procedure. There was no consequence to the pt.